Manufacturer narrative:
(B)(4).

Event description:
The user facility reported the device overheated and burned the patient on the lower right side of their lip during a procedure. Although requested, there was no information available regarding burn severity, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The user facility reported the device overheated and burned the patient on the lower right side of their lip during a procedure. Although requested, there was no information available regarding burn severity, delay, medical intervention, and adverse consequences.